Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure, would not work properly. The tip of the vasoview was damaged, and the internal wires were exposed. This happened before the procedure started, but after the patient was brought into the room. The unit was never plugged in and, was not tested. The defect was noticed prior to patient contact. A new vasoview was obtained, inspected, and used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000260654 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned

Event description:
N/a